Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. The customer received a replacement device.

Event description:
The customer reported that during a patient event, they did not hear consistent voice prompts from the device. The customer indicated that after the patient was connected to the device, intermittent voice prompts were heard until immediately prior to the device delivering a defibrillation shock to the patient. Then the message was heard prior to the defibrillation shock, the user stepped away from the patient and the device delivered a shock, successfully. The customer did indicate that CPR was given to the patient throughout the event and the patient did survive, following the defibrillation shock.